Event description:
It was reported by the rep the device was used during a low anterior reseciton. It was reported the ecs29 was fired during the low anterior resection. When tried to remove the ecs from rectum, it would not come out. A coloctomy was made in the bowel and it was discovered that the distal donut was still attached to the bowel distally. It was discovered that the knife did not cut through the entire anastomotic area. The connective tissue was cut and the instrument was removed and the bowel closed. Or time was extended by 45 minutes.